Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead gradually fractured neared the subclavian region due to stress. It was noted that the lead switch to unipolar configuration. During the revision, oversensing of noise was observed in the episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.